Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display and got failed battery alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot for blank display and customer stated the display did not return. Troubleshoot was performed for failed battery test and the customer received failed battery alarm after inserting new battery. The customer also reported scratches on display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display or display anomaly noted. The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. The insulin pump had minor scratched lcd window.